Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient reported that she incorrectly administered a bolus of insulin prior to going to bed and has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission of the part of animas of any deficiency in the performance of the device.

Event description:
The patient received ems treatment for hypoglycemia.